Event description:
During the crown preparation to tooth #3 the head of the handpiece heated up and caused a burn on the inner cheek. It was a first-degree burn, approx. 5mm in diameter. Patient was given some otc kenalog ointment to apply to burn to avoid inflammation. No medical care necessary.

Manufacturer narrative:
The instrument has been checked in our repair department according to the currently valid specifications. It was found that the head had a dent at the 12:00 o'clock position. The ball bearings have been running stiff and vibrating. Also, the chuck system was worn out resulting in a too low retention force for the tools. To avoid such issues the IFU contains already corresponding warnings and notes on how to prepare and use the instrument correctly: 2.2 safety instructions warning hazard to the care provider and patient. Damage, irregular noise during operation, excessive vibration, unusual build-up of heat or if the cutter or grinder cannot be firmly held. Stop work and seek service support. Caution burning hazard from hot instrument head and instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head. To ensure proper function, the medical device must be set up according to the methods described in the kavo instructions for use, and the care products and methods described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval should take into account the frequency of use.